Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure, a cardiac tamponade occurred. Following mapping of the left ventricle, and while locating the point of earliest activation, the therapy cool flex ablation catheter perforated the ventricular wall. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. The patient recovered in the ICU and surgical intervention was not required. There were no performance issues with any sjm device.